Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient went to the hospital because the infusion device would not turn on. The patient accidentally kept the infusion device in his swim trousers while showering. Afterwards, the display of the infusion device was blank though "buzzing" trying to power on. The patient went to the emergency room where he was treated with insulin via infusion. It is unknown how long the patient was in the hospital. Return of the suspect device was requested for evaluation.